Event description:
On (B)(6) 2013, the pt was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. On (B)(6) 2013, it was reported a scheduled angio showed a distal type I endoleak with a need for more length in the left common iliac with no aneurismal enlargement detected. The physician reportedly elected to re-intervene to repair the leak by adding another component. It was reported the physician felt the migration was caused due to a large iliac measuring 18.5mm-20.5mm. Final angio showed the endoleak was repaired. The pt tolerated the procedure.